Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The image shows a guidewire kinked in two locations and signs of use in the form of biological material present. The complaint of a damaged guidewire was able to be confirmed by the photo. A complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "guidewire about to broken. Guidewire is very poor quality, dilator found blocked while insertion." Additional details were not provided. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "guidewire about to broken. Guidewire is very poor quality, dilator found blocked while insertion." Additional details were not provided. The patient's current condition is unknown at this time.